Manufacturer narrative:
Analysis was performed by remote service personnel which included remote trouble shooting through logging into the site. The results of the analysis confirmed all routers, switches and hosts were offline. Routers were not reachable. Biomed was advised to escalate the issue to it in order to check the firewall link. Follow up with the customer confirmed the issue was on the firewall link and the hospital it was able to resolve the issue. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was related to the firewall link, which is controlled by the hospital it. The issue was resolved by the customer it repairing the firewall link. The product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on a patient information center ix indicating that all central stations were down on the philips supplied clinical network. The device was in use on a patient at time of event, there was no adverse event reported.